Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. On (B)(6) 2026, the patient experienced a stomachache, kidney pain, and headache. No cgm reading nor diabetes treatment was reported from that moment, but it was stated that the patient ¿believed the cgm readings throughout the whole day. The patient took 600mg of ibuprofen during a 6 hour period. When a fingerstick was taken by the parent the cgm reading was 120 mg/dl, and the blood glucose reading was 420 mg/dl. The patient was brought to the hospital and would have experienced diabetic ketoacidosis. No treatment was documented. At the time of the report, which was 1 day after the event, the patient had recovered but was still at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).